Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis investigation. A review of the stapler logs revealed the following: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k14240829-0410) was installed on the system 6 times and fired 6 sureform 60 reloads (5 blue, followed by 1 white). There were no incomplete clamps or unclamps by this instrument. On installs 1 and 6, the firings were completed with 1 pause for compression each. On installs 2-5, the firings were completed with no pauses for compression. After the 6th firing, the instrument was removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient was re-admitted after discharge with abdominal pain. A CT-scan confirmed a hematoma next to a staple line where a sureform 60 stapler instrument and sureform 60 reload were used. At this time, there is insufficient information to indicate the severity of the injury and the cause of the reported complication is unknown. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.